Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence. Following urologist consultation, a surgical procedure was performed to replace the cuff, as atrophy was suspected. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.